Event description:
Same case as MDR# 6000089-2006-00494, it was reported that during a coronary artery drug eluting stenting treatment procedure the balloon deflated slowly. A 6fr medtronic ebu 4 guide catheter was placed in the right femoral artery. A possis spiroflex 135 4 fr thrombectomy catheter was used in the proximal left anterior descendint (lad). Following this the physician deployed a 3.00x20mm taxus express2 drug eluting stent in the proximal lad for 40 secs at 16 atmospheres. The physician noticed the balloon deflated slowly, but it is unk how long the deflation took. Then the physician deployed a 2.5x24mm taxus express2 stent in the proximal right coronary artery for 40 secs at 16 atmospheres. Again the physician noticed that the balloon deflated slowly, but it is unk how long the delfation took. The pt received agniomax, reoppro, nipride, atropine, tridil, ancef, fentynal and plavix during the procedure. The pt experienced no complications during the procedure and is reported as ok.